Manufacturer narrative:
It was reported that the patient, who was undergoing cardiac catheterization, required a second puncture to an unidentified artery after an initial unsuccessful attempt on the femoral artery using a dull gauge 18 introducer needle. Per report, a different introducer needle was used and the procedure continued without further incident. Additional sedation was reportedly not required. There was no report of any complications and no effect on the patient's stability as a result of the incident. No impact to the patient, the procedure, or the total length of the procedure was reported. There was no serious injury or follow up care reported related to the event. Due to the reported need for a second puncture and in an abundance of caution, this medwatch is being filed. The sample was returned and the reported complaint of dull introducer needle was confirmed. The manufacturer of the introducer needle has been notified of this incident. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a second puncture was required after an initial unsuccessful attempt using a dull introducer needle.